Manufacturer narrative:
The reported complaint of "the thermogard system (sn: (B)(4)) had no power. Biomed replaced one fuse. However, the issue was not resolved, and defective power supply was suspected" was confirmed based on the event log review and during functional testing. The root cause was due to the defective power supply with a blown fuse, as a result of normal wear and tear. The thermogard console was manufactured in january 2014, and it is over 6 years old, exceeded its expected service life of 5 years. However, user mishandling cannot be ruled out. Fuses are designed to protect the downstream electronics, and they blow when the input current exceeds their rating, most likely due to having multiple electrical items plugged into one ac outlet. During visual inspection, unrelated to the reported complaint, it was observed that the white rollers were worn out, the drip pan was missing, and the pump lid bumpers were cracked. The missing drip pan is attributed to user mishandling. The root cause for the rest of the observed physical damages could be due to user mishandling and/or due to normal wear and tear. The drip pan, white rollers, and pump lid bumpers need to be replaced to address the issues. The event logs were reviewed and revealed mid:14 (bg power supply) to have occurred on 2/23/2020 and 2/28/2020; thus, confirming the reported complaint. The root cause for error mid:14 is most likely due to the defective power supply. Further review of the event log showed occurrence of mid:16 (software) error message on 2/23/2020 and 2/28/2020, unrelated to the reported complaint. Possible root cause for mid:16 could be due to the loose wiring connection to the processor board or due to unusual shutdown of the system. The thermogard console failed the initial functional testing and did not power up; thus, confirming the reported complaint. Further investigation revealed that one of the fuses on the power supply circuitry board was open/blown; thus, confirming the reported complaint. Perhaps the customer either changed the wrong fuse or did not replace the faulty fuse correctly. After the open/blown fuse was replaced, the thermogard system passed the functional testing as well as overnight burn-in test without any fault or error. In addition, unrelated to the reported complaint, it was noted that one of the top green leds on the air trap sensor board was defective and would not light up, failing to detect full conditions of the air trap. The air trap processor circuit board (pcb) needs to be replaced to remedy the issue. The thermogard was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery will be replaced to remedy the fault. Upon service completion, the defective parts will be replaced, and the thermogard system will be subjected to further functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) had no power. Biomed checked the fuses and replaced one fuse. However, the issue was not resolved, and it was suspected that the power supply was defective. It is unknown whether the issue was observed during device setup or patient use. However, there is no report of patient consequences.